Event description:
Ff/emt's responded to a person who collapsed unconscious on a sidewalk and became unresponsive and not breathing. CPR was administered while the device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. The device analyzed the pt's rhythm and determined that no shock was advised. Paramedics took over the scene with a manual defibrillator. The pt was diagnosed in asystole, intubated, IV connected, and administered drugs that converted the asystole to fine vfib. The pt was shocked at 200, 300, and 360 joules and converted each time to asystole. The pt was then transported to the hosp where he was pronounced dead. The pt event record from the AED was downloaded and reviewed and, according to the reporter, the pt's presenting rhythm appeared to be vfib with some agonal beats. The reporter said the pt had an extensive cardiac history and that his death was not caused or contributed to by the device.